Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose level. The customer¿s blood glucose was unknown. The customer had questions regarding the auto mode. It was reported that the customer was dropped really low almost fainted and was really weak and had to have emergency medical service. The customer was treated with glucose tablets, chocolates and chips. The insulin pump will not be returned for analysis.